Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg), the patient experienced ectopy and infrequent runs of non-sustained ventricular tachycardia (nsvt) when the device initiated pacing. This ipg was explanted and retrieved using a snare device, and a new leadless ipg was successfully implanted at a more apical position. No further patient complications have been reported as a result of this event.